Manufacturer narrative:
Result: power cord plug with a bent ground prong.

Event description:
It was reported by service report that the bed had a power cord plug with a bent ground prong. No pt involvement or adverse consequences were reported.